Manufacturer narrative:
The insulin pump was received with button error alarm and intermittent button response due to corroded keypad traces. There was no moisture damage found on the motor, battery tube and vibrator assembly, however, moisture damage was found on the electronic assembly during visual inspection. The insulin pump received with cracked reservoir tube lip, minor scratches on lcd window, and scratched reservoir tube window.(B)(4)

Event description:
Customer reported via phone call a button error message alarm and keypad anomaly on the insulin pump. Customer went into a lake for a minute with the insulin pump, then took it off and wrapped it with a towel. Troubleshooting was unable to be done since the keys were unresponsive on the insulin pump. Customer advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.